Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. On 22-june-2024, it was reported by the patient that infusion set fell off due to water exposure after playing in the swimming pool. No further information available.